Event description:
Cadd 5800 set for continuous infusion of 5-fluorouracil (5fu) in ml/hr mode. Pt to receive 225mg/ml/day (400mg) over 24 hrs x 7days or 7 days off. A cassette was prepared containing a 7 day supply of drug in 84 mls. Pump programmed to deliver 0.5 ml/hr. Infusion initiated by nurse via central port-a-cath with huber needle access. No antisyphon valve was used, however, there was a burron epidural 0.22 u filter in line with a 30 inch microbore extension. Lock level 1 on pump. After 22 hrs of operation, nurse inspected pump and documented the following discrepancies: pump res vol reading states 17 mls remain; rate 0.5 ml/hr; given 11 mls. The consistency in the res vol should have read 73 ml not 17 mls. Md was contacted and infusion discontinued. The measured volume of the cassette was 23 mls (representing 17 mls res vol plus 6ml overfill - see prescription compound record attached), indicating over infusion of 56 mls of drug - approximately a 5.6 day supply of the prescribed amount in one day. Further discrepancy, the given 11 mls would represent the correct amount according to the rate program. Pt states that the pump was dropped approximately 3 feet on a padded floor during operation with no noticeable impact.